Event description:
It was reported that the asymptomatic patient received a vibratory notification for a high, out of range hv lead impedance (hvli). The rv to can vector impedance increased. Trend showed that all hvli vectors were increasing. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.